Event description:
It was reported that there were concerns the pacemaker experienced premature battery depletion (pbd). Boston scientific technical services (ts) performed a data analysis and confirmed the device's power consumption has been increasing and is expected to continue to increase. Ts recommended that the device be replaced. The device remains in service. No adverse patient effects have been reported.

Event description:
It was reported that there were concerns the pacemaker experienced premature battery depletion (pbd). Boston scientific technical services (ts) performed a data analysis and confirmed the device's power consumption has been increasing and is expected to continue to increase. Ts recommended that the device be replaced. The device remains in service. No adverse patient effects have been reported. Subsequently, the device's safety mode was triggered. Ts advised resolution. The device remains in use. No adverse patient effects were reported.

Event description:
It was reported that there were concerns the pacemaker experienced premature battery depletion (pbd). Boston scientific technical services (ts) performed a data analysis and confirmed the device's power consumption has been increasing and is expected to continue to increase. Ts recommended that the device be replaced. The device remains in service. No adverse patient effects have been reported. Subsequently, the device's safety mode was triggered. Ts advised resolution. The device remains in use. No adverse patient effects were reported. Subsequently, the device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Device telemetry data confirmed it was operating in safety mode and that bradycardia therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during periods of high-power consumption. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to immediately enter safety mode operation to maintain back-up pacing with pre-defined, non-programmable settings. Additionally, high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that there were concerns the pacemaker experienced premature battery depletion (pbd). Boston scientific technical services (ts) performed a data analysis and confirmed the device's power consumption has been increasing and is expected to continue to increase. Ts recommended that the device be replaced. The device remains in service. No adverse patient effects have been reported. Subsequently, the device's safety mode was triggered. Ts advised resolution. The device remains in use. No adverse patient effects were reported. Subsequently, the device was explanted and replaced. No additional adverse patient effects were reported. The device was returned for analysis.